Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be hardware error. The investigation was performed on relevant hardware, complaint description, log files and system history. The log file analysis shows that system detected an issue with the collimator pre-filters. The collimator could not select the requested pre-filter and as a result the image quality was decreased. The siemens service engineer replaced the pre-filter unit and the system worked as specified. The detailed investigation of the returned collimator revealed that grease contaminated with dust caused a metal pin to block and filter positioning was prevented. This is considered a singular event and no systematic error has been recognized. The occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported bad image quality. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation.